Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on an unk date.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision of the mesh and hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted lysis of adhesions in excess of 30 minutes. There was a hole in the middle of the mesh corresponding to the hernia so another mesh had to be implanted. It was reported that the patient underwent revision surgery on an unk date due to the mesh being fractured in the middle during which the surgeon noted lengthy, tedious dissection was necessary to remove the adhesions between the small bowel, the mesh and other surrounding tissues. The procedure took approximately 1 hour and 15 minutes to complete. It was reported that the patient experienced severe pain and inflammation. Other procedure is captured under separate file. No additional information was provided.